Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion (alif) surgery from l5 to s1 using rhbmp-2/acs (B)(6) 2011. The rhbmp-2 was placed in the disc space. Sometime postop, the patient reportedly experienced severe pain in her lower back and extremities. A CT scan on (B)(6) 2011 revealed a lesion causing increasing spinal narrowing. An MRI scan performed on (B)(6) 2012 also showed ¿a neurocompressive lesion¿ narrowing the patient¿s spine. The patient ambulates using a cane.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.